Event description:
It was reported that the patient underwent a left reverse total shoulder arthroplasty. Subsequently, the patient experienced aseptic humeral loosening. As a result, the patient underwent a left shoulder revision approximately 11 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 322-42-03 - 145-deg pe 42mm hum liner +2.5: b027203. 320-10-10 - equinoxe reverse tray adapter plate tray +10. 320-06-42 - glenosphere 42mm: b111590. 320-15-01 - eq rev glenoid plate: b118338. 320-15-05 - eq rev locking screw: a971415. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.